Event description:
It was reported through remote transmission an episode of ventricular fibrillation was observed when the device attempted an atrial threshold test. Atp therapy successfully converted the rhythm. Programming changes were made.